Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cables at the distal end of the instrument were loose. The housing was opened and a broken grip cable was found. The grip cable was broken near the back idlers. This contributes to lack of tension in the cable. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were .039 - .125 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure a large needle driver instrument cable broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.